Event description:
It was reported that articulating sheath issues occurred. A sentinel was utilized during a transcatheter aortic valve replacement (tavr) procedure for embolic protection. In an attempt to remove the device, the articulating distal sheath encountered an issue. When attempting to turn the knob #2, the articulating distal sheath did not correspond accordingly. It seemed that it did not turn at all. The knob #2 did not move freely. The articulating distal sheath did not rotate so the catheter could not be straightened. All filters were fully retracted at the time of removal and the device was removed with no additional intervention. The tavr procedure was completed without the use of the sentinel. The device was received for analysis and the proximal sheath was detached.

Manufacturer narrative:
Device evaluated by manufacturer: the sentinel cerebral protection system (cps) was received for analysis with the proximal sheath detached and not returned. Functional testing could not be performed due to the missing proximal sheath.